Event description:
A report was received that the pt's ipg is implanted under his left arm, between his armpit and his shoulder blade. The pt is overweight and the ipg has been flipping around in the pocket and the pt is not able to charge. The pt will undergo a pocket revision to relocate the ipg.